Event description:
It was reported that during a pta treatment procedure, "resistance was met at the distal of the stent during insertion. But, the balloon was unable to inflate, and was withdrawn." The balloon was inserted after pre-dilatation and stenting of a lesion with 90% stenosis and calcification in the left common iliac artery. The physician noticed that the balloon was broken when visually checking it. The procedure was successfully completed with another of the same device with no patient complications. Current patient status is reported as "good."